Event description:
Customer reported that the tubing of the b9027 extension set separated from the male luer connection. Pt was receiving an infusion through a central line, using an ivac pump, and lost approx one ounce of blood. No pt injury, but medical intervention was required. Hosp has not released device for eval, but an ICU medical product specialist viewed the device and stated it appeared that the tubing had pulled out of the male luer.